Manufacturer narrative:
Patient weight not available from the site. The thoracic probe 9734680 navlock (171004) was returned for analysis. Analysis found that the tip of the returned probe was bent and slightly twisted. There were also impact marks at the back end of the probe. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there was a damaged navlock and thoracic probe. The thoracic probe was stuck in the orange navlock. It was unclear which instrument was damaged and causing the issue. The wings would not release. It had been determined that the thoracic probe and orange navlock could not be separated easily by the personnel. There was no delay to the procedure and no impact on the patient outcome.